Event description:
Pt treated with miradry (B)(6) 2014 returned to clinic (B)(6) 2014. Pain, swelling, and redness noted in right axilla. Physician prescribed antibiotic (unasyn), anti-inflammatory (loxoprofen) and teprenon. Swelling worse following day ( (B)(6) 2014). Physician suspected subcutaneous abscess. Treated through incision with local anesthetic, discharging large quantity of pus. No further medications prescribed. Follow-up (B)(6) 2014: pain had gradually reduced, redness and swelling resolved. No symptoms of infection were noted.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.